Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms on the right atrial (ra) lead. Subsequently, the ra lead was surgically abandoned and replaced. Additionally, during the same procedure, it was reported that the dual chamber pacemaker was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.